Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable due to not recharging as recommended. As a result, the system was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The reported event for patient did not charge ipg was confirmed. As received, the ipg was able to communicate with lab utilities. However, the ipg battery voltage was below the minimum necessary for stimulation. The ipg battery was charged to full using a lab standard charging system. The ipg was functionally tested and passed all testing. Per event details, the patient did not charge the system for a long time. According to the review of prodigy MRI IFU, 37-5143, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿